Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging her scs system months ago due to feel of the stimulation. In turn, the ipg became inoperable. As a result, the patient requested replacement of the device.